Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4543 competitor implantable pacing lead (B)(6) 2006; 6984m crdm adaptor (B)(6) 2012; d314trg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate shock for oversensing due to lead noise. The lead remains in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.